Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software. Product ID tm90t0 serial# (B)(6) product type accessory. Product ID hh90t01 serial# (B)(6) product type mobile platform. Product ID m977041a001 serial# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient regarding their external equipment. The patient reported that they had their equipment for 'about a year,' but their handset and communicator were 'acting stupid' and stated that 'one night I couldn't get a bolus,' and stated, 'both of the connections are failing,' in reference to both devices having loose charging ports. Patient mentioned they had been having issues with their handset 'it's probably been about a couple of 3 months now that I've had to mess with it.' Patient stated they had been having issues with the communicator charging port 'for probably a month maybe now.' Patient stated one day it took them '8 hours' to get a bolus after the handset lost its charge because it took them 8 hours to get their handset to charge from 3% to 100% but they keep them on the charger all the time to help them avoid losing charge. Patient also mentioned the handset would 'crash' and when it came back up, 'it had some sort of screen color thing on it,' but patient was not sure what the screen(s) were. Patient mentioned they had to prop something underneath the handset cord up to get it to stay in the charging port and had tried 2 different charging cords. Patient also stated they had to prop something up underneath the communicator charging cord in order for it to take charge. While on the call, patient was already connected to the pump due to bolusing shortly before calling and would be good for about 4 hours. Agent assisted patient in tapping 'resync' and patient able to successfully connect to their pump but had a telemetry delay at 90%. Patient stated it takes them 5-6 minutes, later stated 'about 6 minutes,' to connect from 90% to 100%. Patient mentioned 'sometimes you have to get it in the right spot' in reference to communicator placement over the pump. Patient mentioned 'it usually doesn't act this slow and as it has 85% charge right now.' The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the handset, communicator, and wallet.

Manufacturer narrative:
Product ID tm90t0 serial# (B)(6) section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 04-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.